Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it not staying powered on was confirmed. Ventec observed that the device would cycle power/reboot immediately after powering it on. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec reseated the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated to the ift.

Event description:
It was reported to ventec that the device would not stay powered on. There was patient use associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.